Event description:
The customer stated that they were unable to have certain assays enabled on one instrument with the syngo lab data manager. The customer stated there is a potential for the operator to be unaware of an assay not processed because it was queried by an instrument that could not perform the assay. There are no reports of patient intervention or adverse health consequences due to certain assays not being enabled on the instrument.

Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. After data evaluation, the ccc determined that the customer is unable to set the chloride assay to enabled on one instrument portfolio on the syngo lab data manager. The ccc also determined that if the customer is unable to run the chloride assay, the sample would need to be manually run on another instrument. Siemens is currently investigating this issue.